Manufacturer narrative:
Insulin pump was received with an intermittent button response due to corroded keypad traces. Insulin pump had a cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the numbers on the insulin pump were ramping and the devise was stuck on low reservoir. Customer stated that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 180 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.